Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report from the FDA which reported the following information: a customer reported that after wearing an adc freestyle libre sensor (14-day) for seven days the skin where the sensor was inserted became ¿inflamed¿ and then the sensor and skin fell off. Customer reported he believed this was ¿due to perspiration trapped under the adhesive, no allergy¿. There was no report of either self or third-party medical intervention. There was no report of death or permanent injury associated with this event.